Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that rx zeta stent delivery system (sds) crossed the lesion, however, at the first inflation, the balloon ruptured at 12-13 am. Another co's balloon catheter was used for post-dilatation to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, weak materials, interactions with other devices, interactions with stent struts, pt anatomy, lesion calcification, or lesion tortuosity. Reportedly, the lesion treated in this incident was mildly calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause of the rupture cannot be determined.